Manufacturer narrative:
On october 24, 2024, the mentor failure analysis lab received the device for evaluation. Per the returned devices, mentor became aware that the suspect medical devices are two 425cc mentor smooth round moderate profile saline (catalog: 3501670 lots: 5700985 and 5739116). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 28, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the anterior view within the crease measuring approximately 0.4 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On october 1, 2024, mentor received additional information indicating that the patient was initially diagnosed with left breast implant malposition. In addition, the patient was also diagnosed with bilateral breast ptosis. This medwatch form is for the left breast prosthesis. Right breast ptosis will be reported under mrn: 1645337-2024-12423.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor saline breast prostheses. Post-operatively, the patient suffered left breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (left) 390cc mentor memorygel boost breast implant catalog: smpb390 lot: 9990148 sn: (B)(6), and (right) 430cc mentor memorygel boost breast implant catalog: smpb430 lot: 9984681 sn: (B)(6).